Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 2 of 5 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lot number gd883108 with no defects noted. A batch review was conducted on potentially associated lot number gd879924 which noted voids found in seals. Rework/re-inspection was performed and higher level inspection confirmed removal of affected units. Affected cavities were removed and higher level inspection was performed successfully. No additional defects associated with peritonitis exist. The cause of the peritonitis was undetermined. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer from the USA of peritonitis in a patient coincident with dianeal pd4 ambuflex and extraneal viaflex therapies for peritoneal dialysis (pd). During a call with baxter customer services, the consumer reported the following. On an unreported date the patient experienced peritonitis. On an unreported date, the patient was hospitalized for the peritonitis. Treatment was not reported and the patient was recovering on an unreported date. Pd therapy was ongoing. The patient's nurse declined to answer any questions. The reporter did not provide an opinion of causality.